Event description:
Complaint received from another country. Affiliate reports pt complaint of a 1-day acuvue moist contact lens. The patient reported a corneal scar alleged to be the result of wearing the lens. No additional info has been obtained after multiple requests. Location and severity of the injury is unknown. This report is filed as a possible worst case. Two lot numbers were provided. It is not known which lot, if either, is involved.

Manufacturer narrative:
Device labeling single use or reuse. 2nd lot 1-day acuvue moist. Lot 1221140964, MFR date 08/15/06, expires 08/01/2011. Lot history review: product not returned to MFR. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All packages tested met specification. Lot history review: 1221140964, the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All packages tested met specification.